Event description:
It was reported that the patient's peripherally inserted central catheter (PICC), originally placed on (B)(6) 2026, became occluded on (B)(6) 2026. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. The only intervention required was removal of the affected device and replacement with another PICC. The reporter additionally noted a trend at the site, indicating an increased number of PICC occlusions despite adherence to routine care and maintenance practices. No specific patient injury or adverse outcomes were reported in association with these additional events; management for those cases similarly involved device removal and replacement. Associated mdrs include 9680794-2026-00435 (individual reported event).

Manufacturer narrative:
(B)(4).